Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly. The trip wire was secured in the handle slot and a crimp was present on the tripwire. The suture was not returned with the device. There were seven returned attached bands on the ligator head. It was found that the bands were moved out of their original positions and had overlapped. Additionally, it was possible to observe that two bands were broken and caught under other bands. Microscopic evaluation was performed, and it was confirmed that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. During device analysis, it was identified that the ligator head teeth were bent, some bands were moved out of their original positions and had overlapped, and some bands were broken; indicating that the device failed to deploy the bands. The damage to the ligator head teeth could be related to the handling and manipulation of the device during the procedure. This damage suggests that the component was submitted to tension forces that resulted in bending of the ligator head teeth and it could have affected the bands deployment leading to an improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids band ligation procedure performed on (B)(6) 2021. During the procedure, the band could not be deployed smoothly. It was also observed that the band was fractured and was hanging on the other bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.